Manufacturer narrative:
On 04/08/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 04/19/2016 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that, while in a spine procedure, the surgeon alleged an inaccuracy on the last screw placed. The screw was on the left side of l4 and was re-positioned. All other screws were placed correctly. No specific measurement of the alleged inaccuracy was provided. No further details provided by the surgeon. The surgeon continued and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour.